Event description:
It was reported the patient experienced ineffective stimulation. The physician determined the ipg is unable to meet the patient's programming demands. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.